Manufacturer narrative:
Microscope inspection of returned units did not find a sharp edge on the ball of any of the devices returned as reported by the user facility. Nothing found out of original device specification and conformity requirements; "wear and tear" was observed. The devices have been well used with various knicks and dings throughout the tips, even on the shafts. Two are slightly worse than the others.

Event description:
Our facility had an incident today where 2 patients had a break in the posterior capsule during surgery due to a sharp edge that was observed on all 5 of our akahoshi sustainers. As a result, an unplanned anterior vitrectomy was performed, and the cases ended up being very long and complex. The sharp edge on the ball of the sustainers was clearly noticeable under the microscope.

Manufacturer narrative:
This report is a correction to remove the check in h.1 summary report box and remove the noe entry.